Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had connector has broken. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b3, b5, d8, e3, g2, h3, h4, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable is broken, the image is not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected (the connector has broken). The most probable cause of the additional failures is cause linked to device but unable to trace more specifically. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was noticed after the sterilisation procedure when the bearing was driven down the neck and the bearing hit the endoeye and the plug broke.